Manufacturer narrative:
Investigation summary:a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 1 false positive sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. Unknown if the result was confirmed. Confirmation method not provided. Customer declined to further investigate the issue.